Event description:
The patient reported that the week prior to the report they were having a lot of pain and they were not feeling stimulation as strong as they use to feel stimulation. The patient saw their health care professional (hcp) on thursday because their implantable neurostimulator (ins) had ran dead and they had to get it charged. They stated that it was something strange because they were not feeling stimulation very much at all. It was confirmed that the patient did not have a fall or trauma. The manufacturer assisted the patient with using the programmer to sync and getting the group b/program 1 at 5.9v and therapy was on. It was confirmed that the programmer screen showed the ins was 100% charged. The patient replaced the programmer batteries while the manufacturer was on the line. It was recommended that the patient decrease stimulation in case stimulation became strong unexpectedly and contact their hcp. Other relevant medical history includes headache and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.